Event description:
Customer reported a cracked and shattered touchscreen on their device, rendering the touchscreen unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. The pump was confirmed to be still under warranty, and technical support arranged for the replacement of the device.